Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) ranging from 38-259 mg/dl; cause unknown. Reportedly, customer ate carbohydrates to treat low bg. Customer adjusted the pump settings to address issue. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.